Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2020, the patient experienced instability of his knee due to a broken post of the lgn xlpe ps insert sz 5-6 11mm. This adverse event was treated by revision surgery on (B)(6) 2025, in which it was revised to a new ps insert. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: given the nature of the reported incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the case involves a 61-year-old male who underwent a right knee replacement on (B)(6) 2020. The patient experienced joint instability due to a broken post in the knee insert, which led to a revision surgery on (B)(6) 2025. During the revision, a new insert was placed. X-rays showed that the insert appeared elevated, which is consistent with a broken post. Additional findings included areas of bone loss around the tibial stem and beneath the baseplate, as well as a line above the femoral component. These signs can be associated with loosening, but since they were not observed during the revision procedure, they may be incidental. Based on the limited information available, the exact clinical cause of the broken post cannot be confirmed. The patient required revision surgery as a result of the issue. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specifications , the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) and 10 mrad cross-linked uhmwpe shall be controlled. These materials are used in the manufacture of surgical implants and instruments, and can be considered a surgical grade of uhmwpe and cross-linked polyethylene. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.